Event description:
It was reported that the camera head got really hot during the case. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the exterior of the product and no physical damage was observed. The camera head passed functional testing and 6 hour burn-in inside video tower. All functions perform as expected. The reported malfunction could not be duplicated during the functional testing process. Factors that could have contributed to the reported event include excess heat generation from camera head electrical components. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.